Event description:
It was reported that the image did not seem entirely clear. The image issue was instead to be related to the optical scope that was being used at that moment rather than the camera head. Once they replaced the scope with another one, the image quality appeared normal. It was confirmed that the scope was from another manufacturer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).